Manufacturer narrative:
G4: 09nov2020. B4: 09nov2020. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised to replace the data acquisition printed circuit board assembly (da pcba) however that did not resolve the reported issue. The rse advised to re-set the flow sensor, this was not successful and then the rse advised to replaced the flow sensor. The customers bio-med replaced the flow sensor the reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jun2020.

Event description:
The customer reported a ventilator in which the tidal volume was out of specification. It was unknown when this event occurred. There was no allegation of harm associated with this report.